Event description:
On (B)(6) 2019, a 4mm amplatzer duct occluder (ado) was selected for implant. The device was placed but determined to be too small for the shunt. The device was replaced with a 5mm ado, delivered to the defect, but also determined to be too small. While removing the device, the ado disconnected from the delivery cable. The device was unable to be snared so the patient was taken to the or for surgical removal of the device and ligation of the patent ductus arteriosus (pda).

Manufacturer narrative:
The reported event of a device disconnecting from the delivery cable could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott despite the observed wire break. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.